Manufacturer narrative:
The device was inadvertently repaired and returned to the customer without being investigated. The root cause of the customer's experience was not identified.

Event description:
The customer reported that there were exposed wires on the electrical power cable. An emergency department nurse received an electric shock from the exposed/damaged cable. The nurse subsequently had heart palpitations, anxiety, and pain travelling from the left hand up to the left elbow.

Manufacturer narrative:
The alaris pcu power cord was received for evaluation. The customer¿s report was confirmed; however, the damage was not considered to be a result of general wear and has been attributed to physical abuse. Visual inspection of the power cord identified a cut in the outer insulation approximately 30cm from the wall plug and a more shallow cut parallel to the major cut. A closer inspection identified that the brown inner wire (live) had also been cut through exposing the conductors. The outer cable insulation was removed which confirmed that the brown wire (live) was completely severed and the insulation of the negative (blue) and earth (yellow / green) wires had been damaged by the cutting action. The identified damage along with the accompanying witness marks indicate that the power cord has come into contact with an unknown sharp object which has sliced through the outer insulation and inner live wires.

Event description:
The customer reported that there were exposed wires on the electrical power cable. An emergency department nurse received an electric shock from the exposed/damaged cable. The nurse subsequently had heart palpitations, anxiety, and pain travelling from the left hand up to the left elbow. The pcu had been repaired by a 3rd party maintenance on (B)(6) 2018; the power cord was replaced and the faulty wire was reportedly thrown away with the repair. There were no further details or information provided by the customer.

Event description:
The customer reported that there were exposed wires on the electrical power cable. An emergency department nurse received an electric shock from the exposed/damaged cable. The nurse subsequently had heart palpitations, anxiety, and pain travelling from the left hand up to the left elbow.